Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion with 85 percent stenosis degree. Despite pre-dilatation the lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes.